Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was capped due to a possible lead fracture. Threshold, sensing, and impedances were out of range. No adverse patient effects were reported.